Manufacturer narrative:
The insulin pump was unable to prime during the prime test and had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The no delivery test could not be performed due to the prime/fill anomaly. The device passed the displacement and self tests. No software error alarms noted. It also had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window, and scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 243 mg/dl. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The alarm history showed multiple motor error alarms, a no delivery alarm and a software error alarm. The device was returned for analysis.